Event description:
It was reported that the patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was treated with vancomycin (1 gram, intraperitoneal injection (ip) frequency not reported), and sortum (250 milligram, ip, frequency not reported) for peritonitis. The patient recovered from the event.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required.